Event description:
It was reported that inadvertent deployment occurred. The 100% stenosed target lesion was located in the not tortuous and severely calcified iliac artery. A 10 x 40 x 120 epic stent was selected for use. However, during preparation, it was noticed that the tip of the stent was slightly deployed even though the lock of the thumbwheel was not removed while the product was taken out for the procedure and flushed. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the stent is partially deployed approximately 15mm from the distal end of the sheath. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found that the stent partially deployed.

Event description:
It was reported that inadvertent deployment occurred. The 100% stenosed target lesion was located in the not tortuous and severely calcified iliac artery. A 10 x 40 x 120 epic stent was selected for use. However, during preparation, it was noticed that the tip of the stent was slightly deployed even though the lock of the thumbwheel was not removed while the product was taken out for the procedure and flushed. The procedure was completed with another of same device. No patient complications were reported.